Manufacturer narrative:
According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU states: if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. According to the IFU, the nominal body outer diameter for the sheath referenced in this event is 7.5mm. A review of the manufacturing records for the device is being conducted.

Event description:
On (B)(6) 2019, this patient underwent emergent endovascular treatment of a contained rupture of a descending thoracic aortic aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal flex introducer sheath. The device was successfully advanced and deployed without issue. Upon withdrawal of the sheath, angiography identified a rupture of the left access vessel which was treated by implanting a gore® viabahn® endoprosthesis with heparin bioactive surface. The patient tolerated the procedure with no further issues. It was reported that physician encountered resistance when advancing the sheath and that the left access vessel was calcified, and measured 6.0 mm in diameter at origin of the rupture.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.